Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1416402) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the mynx was deployed properly and there is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended. In addition, it is unknown if the patient's activity level post discharge caused or contributed to the late developing hematoma.

Event description:
The following information was reported: "mynx deployed properly with a late forming hematoma requiring additional stay and transfusion".